Event description:
The customer reported the error message, battery malfunction. Field service engineer (fse) confirmed that there was no battery error but a speaker malfunction error and no sound heard when he arrived on site. The device was not in use on a patient at the time of event, there was no adverse event reported.